Event description:
Caller states the patient tested 3.2 inr on the coaguchek xs system and 2.31 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.